Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed no evidence of a motor issue. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no motor issues. The pump cover was opened and no evidence of moisture or damage was found on the motor flex connector. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was damaged. The button responded properly during testing. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/03/2015, a reporter contacted animas alleging that there was an issue with the pump's motor. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.